Event description:
It was reported that the ilet user experienced elevated blood glucose while using a 6 mm, 23-inch inset infusion set that was newly adopted, and the infusion set was deployed incorrectly when the user pushed the inserter onto the body rather than spring-loading it, resulting in a cannula that was completely folded over. Troubleshooting and education on proper supply change were completed, and the blood glucose peaked at 375 mg/dl and began to decline by the end of the call. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose without hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the infusion set cannula was bent due to incorrect insertion technique, causing interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that user technique error during infusion set deployment was the most probable cause.